Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being having high blood glucose of 491 to 500 mg/dl. Troubleshooting found that the customer is using a new insertion site. Customer indicated that they would like a new battery cap to see if that would resolve the issue of blood glucose going high. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. No further details provided.